Manufacturer narrative:
(B)(4). Information was not provided by the initial contact malformed clip the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 3 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the device misfired several clips and would not crimp clamps. There were no patient consequences. Unknown how case was completed.